Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 93 months ago. Aneurysm and vessel morphology at the time of implant are unk. It was reported that the pt presented approx 1 month ago with a contained ruptured aneurysm, and it was also noted that the stent graft had migrated 15mm distally with a proximal type I endoleak present. The migration was attributed to aortic neck angulation of 45 degrees and dilatation of the aortic neck to 32 mm in diameter. The physician elected to intervene by implanting a 36 mm talent aortic cuff, which successfully resolved the migration and endoleak. On an unk date after the intervention, the pt expired from aspiration. No further info has been provided.

Manufacturer narrative:
(B) (4): evaluation results: (death, migration, endoleak, ruptured vessel/aneurysm); (aortic neck dilatation and angulation).